Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an occlusion alarm occurred. Blood glucose was 324 mg/dl. Customer reverted to manual injections for insulin therapy. A clinical diabetes educator stated that occlusion alarms occurred because the customer "lacked the strength to pull the set back properly".